Event description:
The device was used during a laparoscopic bullectomy procedure. Reportedly, the staples did not form properly and the cartridge disengaged. The surgeon applied another device and resected the tissue at the application site. The hosp has reported the pt's condition is satisfactory.